Event description:
Thirteen devices that the coil would not deploy on two different patients. Lot numbers: 101456956, 31146338, 31077168, 31140719, 31077168, 31112710, 31098100, 31136064, 31162597, 31162597, 31146338, 31162598, 31107820.